Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. However, during testing intermittent dialing alignment failure was noted with the lower dosages. Inpen passed front cap investigation. In conclusion: no communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Inpen passed all required testing. However, during testing intermittent dialing alignment failure was noted with the lower dosages. Dose log/report data inaccuracy was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the inpen & the inpen application. The customer also reported the dosage was not visible. The customer reported no adverse event. The event involved product(s) mmt-105nngyna & mmt-8060. Troubleshooting was done, the issue could not be resolved and was escalated. No harm requiring medical intervention was reported. The product mmt-105nngyna will be returned for analysis but mmt-8060 cannot be returned for analysis.